Manufacturer narrative:
The sample is still in decontamination process and has not been returned for evaluation. The results of this investigation is still pending.

Event description:
Premicath PICC line broke while in situ. Entire catheter was able to be removed. PICC line discontinued upon removal and patient converted to peripheral IV for remainder of IV therapy.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: the customer returned a 30 cm long premicath which ruptured at 31 cm. Microscopic examination showed typical signs of tensile elongation and a rough fracture plane. From previous complaints we learn of various possible causes of a catheter leakage and tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture. Routine care - when lifting the baby to change bedding. Movement - the baby themselves catching the line, normally with a foot, during movement. We did not receive information about the disinfectant used for this catheter. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." A review of the batch history records for 8091216 and 8138684 was performed, and no deviations were found. The batch complied to its specifications and were released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. Corrective action: as the catheter worked well for 6.5 days before the rupture occurred, we do not believe this defect is a manufacturing related. Any manufacturing problems that would lead to a leak/rupture would be detected by the user when flushing the catheter. Therefore, no further corrective action will be initiated at this time.

Event description:
Premicath PICC line broke while in situ. Entire catheter was able to be removed. PICC line discontinued upon removal and patient converted to peripheral IV for remainder of IV therapy.

Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
Premicath PICC line broke while in situ. Entire catheter was able to be removed. PICC line discontinued upon removal and patient converted to peripheral IV for remainder of IV therapy.